Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "signs of intracapsular rupture" seen via ultrasound. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side "signs of intracapsular rupture" seen via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.